Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced intermittent loss of capture (loc) due to an increase in pacing threshold measurements from .7 volts to 2.4 volts. The device outputs were programmed to 2.5 volts. The patient had had an av node ablation in the past and was pacemaker dependent. The patient reported experiencing unspecified symptoms for the last week before presenting to the clinic. The device outputs were increased to 5 volts at .5 ms. The physician planned to reevaluate the patient in one month. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.